Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and x-rays showed that both leads migrated. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024, wherein one lead was repositioned and the other lead explanted. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.